Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the clinic with stored episodes of non-sustained lead noise due to oversensing. The device was reprogrammed. The patient will be monitored with routine follow-ups.